Manufacturer narrative:
Analysis of the returned device revealed no anomalies. The ablation simulation test confirmed the temperature system functioned normally. The cause for reported coagulum formation on the electrodes remains unk. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial rptr provided the info to the MFR: (B)(6) 2010.

Event description:
It was reported that during an atrial flutter ablation procedure, the catheter was inserted through a sheath into the right atrial isthmus and approx 3000 seconds of ablation was administered. The catheter and sheath were removed together and it was noted that coagulum had formed on electrodes 2, 3 and 4.